Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to no pressure in pump and the device failed to inflate. A new ambicor penile prosthesis 12.5mm x 18cm cylinders with 2.5cm of rear tip extenders was implanted. Boston scientific has been unable to obtain additional information regarding the circumstances.